Event description:
Caller states patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Patient's warfarin dose was held for 2 days based on meter result; dosage was then reduced based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 27 mg/dl. The mother stated that she received a call from the hospital stating that the insulin pump was not delivering insulin and the buttons were not responding. She was told that the insulin pump has to be replaced. Advised that the insulin pump would be replaced. Nothing further was reported.